Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No failed battery test or battery out limit alarms noted. The insulin pump passed self-test, unexpected error test, rewind and displacement test. However, we were unable to prime device during the prime test and motor error alarm during basic occlusion test due to faulty force sensor. The motor was tested outside the device and passed. The bolus wizard functioned properly per bolus wizard. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for failed battery test and battery out limit alarms. The customer's blood glucose level at the time of incident was 211mg/dl. Troubleshoot was conducted. The customer states the pump continued to alarm despite replacement battery cap. The customer was advised the pump would be replaced and returned for analysis.